Event description:
"It was reported to medtronic minimed that the customer reported an incorrect bolus wizard suggestion on the insulin pump. The pump did not make correct calculations based on information entered. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. Instructed the customer to manually enter bolus amounts on the current pump until the replacement pump arrives. Explained that a pump restart will be required, which will clear the active insulin amount. No harm requiring medical intervention was reported. No product return is required for mmt-1885.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The pump passed the displacement accuracy test at 0.0874 inches. Test p-cap and reservoir locks properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump and carelink software. Successfully generate carelink reports. Pump delivered 17 bolus deliveries on the event date of 12/07/2021 at 01:00:08.000 to 21:49:53.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, pillowing keypad overlay, and stained keypad overlay. Possible under delivery anomaly was not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.